Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Results (other) and conclusions: the reported behaviour might be related to a telemetry error or a wrong programming head position occurring while the crc code was being written by the programmer into the device memory, thus leading to a discrepancy between the value computed by the programmer and the value stored into the device. There was no impact on the device functioning since all functioning parameters were correct. (B)(4). Conclusion: the reported behaviour results from a crc code calculation issue. The original crc code written in production was never changed whereas the shock vector parameters were changed. This code should have been computed accordingly and written into the implant memory when the shock vector parameters were changed. According to available information, no conclusion could be drawn. However, all available evidence indicates that the reported behavior might be related to telemetry error or a wrong programming head position occurring while the crc code was being written into the implant memory, thus leading to a failure of the write procedure. For further analysis, the logfile(s) related to the previous follow-ups would be necessary. There was no risk for the patient because all the values of the data buffer were correct; only the crc code was wrong. There was no impact on the implant functioning. Reprogramming the shock vector will prevent the warning message from being displayed, because this action will force the crc code to be recomputed. Because this event did not lead to any patient issue, no further action is needed for this case.

Event description:
During the routine follow-up of the device involved in this report, a warning message ("warning: invalid calibration constants") was displayed.